Manufacturer narrative:
(B)(4)

Event description:
It was reported that ¿the bigger straight blade is better. The 70 degree burr frequently breaks.¿ there was no reported patient impact.

Manufacturer narrative:
This device is used for therapeutic purposes. (B)(4). Product evaluation: analysis results are not available; device not returned for evaluation.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.